Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a certas plus valve with siphonguard was occluded and had no flow during the implantation procedure. A non-codman valve was used to successfully complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; biological debris was noted in the valve mechanism. The valve was tested for programming and failed the test; the cam mechanism did not move. The valve was flushed; the valve was blocked. The siphon guard was removed from the valve and tested; the siphon guard passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the flat spring of cam / ball arm assembly, on the titanium axle, on the rotating construct, on the base and the top of the valve casing. A review of manufacturing records found the device conformed to specification when released to stock. The root cause for the problems found during investigation are likely due to the biological debris found on the ruby ball, on the flat spring of cam / ball arm assembly, on the titanium axle, on the rotating construct, on the base and the top of the valve casing. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.